Manufacturer narrative:
As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required.

Event description:
It was reported that the patient experienced inflation issued with an inflatable penile prosthesis (ipp). The patient indicated that when the bulb was squeezed it "squished" but would not refill. Patient liaison provided activation instructions and trouble shooting techniques including device reboot. The patient would follow the guidance provided and reach out on a later date with the results.

Manufacturer narrative:
Fields updated: adverse event/product problem, outcomes attrib to adv event, describe event or problem, explant date, type of reportable event, if follow-up, what type?, impact codes. Investigation summary: based on the information available, the cause that contributed to the reported inflation issues cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issued with an inflatable penile prosthesis (ipp). The patient indicated that when the bulb was squeezed it "squished" but would not refill. Patient liaison provided activation instructions and trouble shooting techniques including device reboot. A month later, the patient underwent a replacement surgery in which the existing device was removed and a new ipp was implanted. During the procedure, fluid loss was identified due to the tubing from the pump to the cylinder being broken. The patient did not experience any patient complications.